Event description:
Customer reported receiving a low threshold suspend alarm on the insulin pump. Customer stated that they were not low and were unable to recalibrate. Customer's blood glucose reading was noted to be in the range of 120 mg/dl to 140 mg/dl. Customer declined troubleshooting. No further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.